Manufacturer narrative:
The returned handle was evaluated. There were no visual signs of damage to the device's appearance. It was inspected and the torque output was higher than specification. The complaint is confirmed. Based on evaluation findings and the report that, per the surgeon, the instrument was "used very often", it is likely that wear accrued with repeated use and washing over time contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 3004485144-2016-00241.

Event description:
It was reported during a tlif (transforaminal lumbar interbody fusion) the surgeon indicated the torque wrench is not applying 110in-lb and is very rigid. The surgery was completed and no adverse events were reported.